Event description:
Info was received that reported the pt was hospitalized in 2006 for an incidence of hyperglycemia. Reportedly the pt's blood glucose upon admission was >1000. Just before going to bed the evening before the event the pt reports his blood glucose was 100 immediately following a site change. When the pt awoke the next morning his blood glucose was 400, reportedly the pt ate breakfast and gave himself a correction bollus of 14u. He did not recheck until lunchtime when his blood glucose was 500 for which he bloused 18.5u, but did not perform a recheck. Sometime later he became weak and lost feeling in his legs and was transported to the hosp. The pt was discharged from the hosp 4 days later. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.